Manufacturer narrative:
Sub class: product appearance defects not classified. Root cause analysis / identified: the most probable root cause of this event is classified as in the equipment/ facility/equipment/utility design. Based on the returned sample evaluation, the findings in the shiftly reports and downtime reports the most probable root cause was the extra piece of bottom sheet was torn off during a bottom sheet web mistrack as it was being conveyed through the hpm process. The wrap showed a piece of bottom sheet material captured between the bottom sheet and the carrier web of the wrap. Plant enterprise performance system (peps) downtime report show multiples stop related to bottom sheet break out. Corrective actions: there is no market action recommended. The defect found in the returned sample wrap does not pose a risk to the patient. This event does not impact the cell temperature or performance; therefore, this investigation recommends no further actions to be taken for batch s23842.

Event description:
Event verbatim [preferred term] it was all black, like it bled out. It was all black on one row of stones, the heat stones were kind of semi mushy [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A 64-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number s23842, expiration date mar2020) from an unspecified date in 2016 for back discomfort. The patient's medical history was not reported. Concomitant medication was none. On an unspecified date in 2016, the patient reported when she took the heatwrap out of the packaging on one side of it, it was all black, like it bled out. It was all black on one row of stones, the heat stones were kind of semi mushy, you can touch it and they cave in. She stated the product cells were not leaking and there was no residue on the wrap or in the packaging. One of the cells was discolored. The patient mentioned the package was sealed and did not appear to be tampered with. Admission to the hospital was not involved, nor was treatment received. Action taken with the suspect product was permanently withdrawn. Clinical outcome of the event was not recovered. Additional information received from product quality complaint (pqc) group included investigation results. Sub class: product appearance defects not classified. Root cause analysis / identified: the most probable root cause of this event is classified as in the equipment/ facility/equipment/utility design. Based on the returned sample evaluation, the findings in the shiftly reports and downtime reports the most probable root cause was the extra piece of bottom sheet was torn off during a bottom sheet web mistrack as it was being conveyed through the hpm process. The wrap showed a piece of bottom sheet material captured between the bottom sheet and the carrier web of the wrap. Plant enterprise performance system (peps) downtime report show multiples stop related to bottom sheet break out. Corrective actions: there is no market action recommended. The defect found in the returned sample wrap does not pose a risk to the patient. This event does not impact the cell temperature or performance; therefore, this investigation recommends no further actions to be taken for batch s23842. Follow-up (25jan2018): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow-up attempts needed. No further information expected. Follow-up (11dec2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (02dec2019): new information reported from a contactable consumer includes patient information (added age), product information (added start date, indication, and action taken), no concomitant medications, and reaction data (added onset date of event, treatment received of no, and updated outcome of event to not recovered). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: the event "she took the heatwrap out of the packaging on one side of it, it was all black, like it bled out. It was all black on one row of stones, the heat stones were kind of semi mushy, you can touch it and they cave in" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. No remedial action/corrective action/field safety corrective action is suggested at this time, comment: the event "she took the heatwrap out of the packaging on one side of it, it was all black, like it bled out. It was all black on one row of stones, the heat stones were kind of semi mushy, you can touch it and they cave in" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Sub class: product appearance defects not classified. Root cause analysis / identified: the most probable root cause of this event is classified as in the equipment/ facility/equipment/utility design. Based on the returned sample evaluation, the findings in the shiftly reports and downtime reports the most probable root cause was the extra piece of bottom sheet was torn off during a bottom sheet web mistrack as it was being conveyed through the hpm process. The wrap showed a piece of bottom sheet material captured between the bottom sheet and the carrier web of the wrap. Plant enterprise performance system (peps) downtime report show multiples stop related to bottom sheet break out. Corrective actions: there is no market action recommended. The defect found in the returned sample wrap does not pose a risk to the patient. This event does not impact the cell temperature or performance; therefore, this investigation recommends no further actions to be taken for batch s23842.

Event description:
Event verbatim [preferred term] it was all black, like it bled out. It was all black on one row of stones, the heat stones were kind of semi mushy [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number s23842, expiration date mar2020) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported when she took the heatwrap out of the packaging on one side of it, it was all black, like it bled out. It was all black on one row of stones, the heat stones were kind of semi mushy, you can touch it and they cave in. She stated the product cells were not leaking and there was no residue on the wrap or in the packaging. One of the cells was discolored. The patient mentioned the package was sealed and did not appear to be tampered with. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. Sub class: product appearance defects not classified. Root cause analysis / identified: the most probable root cause of this event is classified as in the equipment/ facility/equipment/utility design. Based on the returned sample evaluation, the findings in the shiftly reports and downtime reports the most probable root cause was the extra piece of bottom sheet was torn off during a bottom sheet web mistrack as it was being conveyed through the hpm process. The wrap showed a piece of bottom sheet material captured between the bottom sheet and the carrier web of the wrap. Plant enterprise performance system (peps) downtime report show multiples stop related to bottom sheet break out. Corrective actions: there is no market action recommended. The defect found in the returned sample wrap does not pose a risk to the patient. This event does not impact the cell temperature or performance; therefore, this investigation recommends no further actions to be taken for batch s23842. Follow-up (25jan2018): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow-up attempts needed. No further information expected. Follow-up (11dec2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the event "she took the heatwrap out of the packaging on one side of it, it was all black, like it bled out. It was all black on one row of stones, the heat stones were kind of semi mushy, you can touch it and they cave in" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "she took the heatwrap out of the packaging on one side of it, it was all black, like it bled out. It was all black on one row of stones, the heat stones were kind of semi mushy, you can touch it and they cave in" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.